Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include shaking and being incoherent. The patient reports they had bloused for 70 grams of carbs. The patients blood glucose level had dropped to 95 mg/dl. The patient had yogurt, chocolate chips and honey. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed with hypoglycemia as well as gastroparesis. In addition the patient had a stroke. The patient was treated with intravenous dextrose. The patient was advised to eat. The patient currently remains in the hospital at the time of this call.